Manufacturer narrative:
Physio-control evaluated the device and was unable to recreate the customer reported issue. The device passed functional and performance testing and was returned to the customer.

Event description:
Physio-control received a report that the device internal paddles did not shock. There was no report of patient involvement associated to the event.